Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-aug-2023 investigation summary 5 unused samples and 1 photo sample received for mat# ms3500-15 for investigation from customer. It was reported by customer that she is continuing to have issues with the bd secondary sets where the tubing and drip chamber have separated prior to functional testing the set was visually examined for defects and abnormalities. No defects or other abnormalities were observed. No issue of separation replicated in 5 unused samples also photo sample could not verify the issue. The separation testing could not be possible without the actual sample. A device history record review for model ms3500-15 and lot number 23049310 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause cannot be determined without the physical sample for investigation due to the product not being returned for failure investigation.

Event description:
It was reported that 2 bd alaris¿ secondary sets separated in the packaging. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we are continuing to have issues with the bd secondary sets (ms350015/contract iv01013) where the tubing and drip chamber have separated (this is the 3rd time- although I was not able to report the second time as I did not have enough product information). At times the tubing has separated in the package, but this last time the separation was spontaneous during a patient infusion and caused a large chemo spill." "A couple of my cath lab rns caught me today and told me that the extension tubing they had sometimes won¿t prime. I asked them to take pictures of the tubing, so I included those here. I can¿t think for the life of me why it wouldn¿t prime, and she said they¿ve tried taking the end cap off the tubing and still won¿t prime."... 2nd time incident (tubing has separated in the package): - are you able to provide the date of event for this second time incident? 07/05/2023 - how many defective set(s) affected in this incident? 1 - are you able to reconfirm no patient involvement since it was notified being separated in the package? Correct"

Event description:
It was reported that 2 bd alaris¿ secondary sets separated in the packaging. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we are continuing to have issues with the bd secondary sets (ms350015/contract iv01013) where the tubing and drip chamber have separated (this is the 3rd time- although I was not able to report the second time as I did not have enough product information). At times the tubing has separated in the package, but this last time the separation was spontaneous during a patient infusion and caused a large chemo spill." "A couple of my cath lab rns caught me today and told me that the extension tubing they had sometimes won¿t prime. I asked them to take pictures of the tubing, so I included those here. I can¿t think for the life of me why it wouldn¿t prime, and she said they¿ve tried taking the end cap off the tubing and still won¿t prime."... 2nd time incident (tubing has separated in the package): are you able to provide the date of event for this second time incident? (B)(6) 2023. How many defective set(s) affected in this incident? 1. Are you able to reconfirm no patient involvement since it was notified being separated in the package? Correct".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.